Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed some ectopy on the atrial channel and the p-waves and the r-waves were lining up on the electrograms. All other electrical measurements were in range. The patient was brought into the clinic for further evaluation. Chest x-ray revealed the right atrial lead was dislodged. The lead was explanted and replaced. The patient did not experience any symptoms.